Event description:
Our facility learned our usual heat moisture exchanger (hme) filters were on backorder and was offered a compatible placement product from the manufacturer. The only difference was to be the addition of a sampling port but other than that all measurements etc should have been the same. These filters are used on every adult general anesthetic procedure at our facility. Replacement items were received at our facility on a previous date. A few days later, it was reported to our office the anesthesia tech attempted to place one of the new replacement filters onto the anesthesia machine and the item would not fit. Pictures were taken and multiple personnel witnessed the device not fitting onto the flow sensors of the anesthesia machine. Another filter was obtained and fit very snuggly onto the flow sensor but was able to be used safely. While troubleshooting this issue another anesthesia tech reported having trouble the day before with one replacement filter not fitting but threw it away and did not notify anyone at the time. It has been determined the replacement filters either fit appropriately, fit very tightly or don't fit at all. No injury to patient, just delay in set up, and concern with work around in general. All anesthesia techs have been notified to watch for this concern and report issues to our office until our original product is available. Of note: an additional concern has been identified. The plastic packaging on the device does not state a lot number or expiration date. The cardboard box which the product is shipped in contains the only mention of a lot number, etc. These cardboard shipping boxes are not allowed in our inventory areas. Because of this, we are not able to include a lot number with this report and now have no way of knowing the lot numbers our facility received.======================health professional's impression======================does not fit appropriately. Measurements appear to be slightly different than what product information states.======================manufacturer response for heat moisture exchanger (hme) with filter and sampling port, tri-anim======================mfg. Rep met with our materials mgmt. Staff to address concerns and find acceptable solution. Rep requested we save any involved items for return.